Event description:
Reference number (B)(4) event occurred in spain. It was reported by the patient's mother that the infusion set's tubing was detached during use while the patient was sitting. The site location was left side of patient's hips, and the pump was located on the right side. The infusion set had been used for three days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.

Manufacturer narrative:
E1: patient's city: (B)(6), patient's country: spain. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.